Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery power loss anomalies noted. No unexpected low battery alarm anomalies noted. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors, no power alarms, diminished battery life less than a week, rejecting new batteries, louder during rewind and transmitter was cracked. Customer's blood glucose value was unknown. Customer declined transfer to 24 helpline. The device will not be returned for analysis.